Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had shut off without any notice. The insulin pump had random no delivery alerts. The customer reported a random no delivery alert in alarm history, but they do not recall insulin pump sounding. When trying to rewind the customer had to adjust the way they pushed the button sometimes. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to flattened dome switch on esc, act and down arrow button. Connector was inspected and locked on lcd board. Unable to verify no delivery, rewind anomaly and battery power loss.